Manufacturer narrative:
The evaluation found CT to body divergence in the automatic registration. The device met specification. Out of an abundance of caution, superdimension is filing this MDR due to the additional risk associated with multiple exposures to general anesthesia. If additional information is received a follow-up report will be submitted.

Event description:
Site reported they experienced navigation issues and the physician canceled the superdimension portion of the case. The patient was under general anesthesia. There was no report of patient injury, death or other serious adverse event. If additional information pertinent to the incident is obtained a follow-up report will be submitted.